Event description:
During a check-out procedure of a ventilator at the manufacturer's sales office, a "service required" code was displayed on the ventilator. The device was not in patient use. The device's oxygen blending module board and interface board were replaced to address the issue.